Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information: the vessel sealer extend instrument was not inspected prior to use. The jaws were not stuck on the tissue and the surgeon noticed upon the instrument's introduction in the abdomen.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. After a procedure, the isi clinical sales representative (csr) reported the issue to isi technical support. Logs showed 22020 errors of unknown relevance, and the issue was resolved by replacing the vessel sealer extend instrument.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the vessel sealer extend instrument's jaws would not open. The customer replaced the vessel sealer extend instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.